Manufacturer narrative:
Upon completion of the investigation it was noted that no holes were found in the connection area/silicone-pumping segment. However, one wire at the white connecting plug was noticeably separated from it. It appears to have been cut with a sharp object. A review of the DHR did not show any anomalies during the manufacturing process. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Manufacturer narrative:
(B)(4). Upon completion of the investigation, a follow up report will be filed.

Event description:
Leakage hole on tubing at middle point was noted at the begging of the irrigation. User training is scheduled to be done. The used generator¿s type is unknown. There was no surgical delay and no adverse consequence to the patient. No further information was provided by the hospital. The product will be returned to your site.